Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the customer reported issue was confirmed and replicated. The usm was tested on an in-house system and failed normal mode as it triggered error 23118 on insertion. The usm also failed insertion chipencoder virtual absolute (cva) characterization test on the patient side cart fixture test platform (pftp). The insertion cva printed circuit assembly (pca) was swapped out with a new one and the errors no longer occurred. The original insertion cva pca was reinstalled, and the errors returned. The usm also came in for error 23007, but the system did not trigger the error on the usm. The system did not trigger error 23007, but they were confirmed via error logs/system logs pitch. The usm also failed pitch friction speed very slow test on the pftp. The usm was tested with a new insertion cva pca and went through more testing on a pftp and passed direction test, lissajous, cva characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The insertion cva pca, pitch harmonic drives, pitch motor modules, and the joint 3 elbow bearings would be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that universal surgical manipulator (usm) 4 was putting out fault codes 23118 and 23007 at power on self-test (post) continuously. Therefore, the usm was replaced. Fse also replaced two broken usm covers, which are field replacement items and will not return for the failure analysis. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called the technical support engineer (tse) and stated that arm 4 repeatedly went into a recoverable fault. The customer disabled arm 4 to complete the procedure. The tse viewed logs and noted error 23118 on arm 4 insertion axis as well as error 54. The tse had the customer shutdown the system and reseat the blue fiber cable and cycle the emergency power off (epo) button on the patient side cart (psc). The system booted up again with error 23118, but error 54 was resolved. The tse had the customer disable arm 4 and recover from the fault. The procedure was completed with no reported injury.